Manufacturer narrative:
An ineffective stimulation issues was reported to abbott. The lead was replaced because the physician wanted to target a better placing. The results of the investigation are inconclusive as the device was not returned for evaluation. The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced to address the issue. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).